Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal on bottom case and plunger assembly were removed/broken. The investigation found crack on lower left front corner of top case, crack on broken on both plunger cases also crack on bottom case. The pump event history showed a force sensor test error. The force sensor test error was found at power up and technician was unable to calibrate the force sensor. The reported issue was caused by a contamination found inside plunger assembly. The root cause was by the user damaging device. The technician replaced plunger assembly, plunger tube and plunger cable. Performed force sensor calibration and all functional testing which passed.

Event description:
It was reported that the device displayed motor issues. No patient injury was reported.